Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance readings were obtained during generator revision surgery to address end of service of the generator. The surgeon performed diagnostics and received the high lead impedance readings. Diagnostics were repeated with only the generator and the results were within normal limits indicating proper function of the generator. The surgeon could not visualize any lead breaks in the pt's lead, however, due to the high lead impedance results; the leads were explanted and replaced. The explanted lead has been returned to the MFR and product analysis is currently in process. Good faith attempts to obtain additional info such as x-rays and potential cause for the high lead impedance from the pt's neurologist have been unsuccessful to date.